Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a promus premier drug-eluting stent it was noted that the stent struts were open and had a flower shape. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.